Event description:
The field service engineer (fse) noted an oxygen device failed noted in the event log during service on the unit. The fse reported there was no patient involvement.

Manufacturer narrative:
(B)(4).